Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please explain what happened after the second time the device locked again? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
Event: during the gastroplasty procedure, the stapler presented a defect. They inserted the load to do the clipping. The device locked and could not open its jaw. In an attempt, the doctor was able to open the jaw again. He tried again to use the device and it locked again. There was no harm to the patient.